Manufacturer narrative:
During the initial implant procedure, intra-operative testing was performed to confirm patient was receiving therapy from the permanent system in the same location as the trial system. Xray imaging performed in (B)(6) 2024 confirmed the lead had migrated, thus causing a change in coverage. Migration of the implanted lead appears to have taken place almost immediately after the implant procedure, before the first follow-up to activate the system. The implantable pulse generator (ipg) was placed in the forearm area with the leads targeting the ulnar nerve. It is possible that the components were less stable due to the highly mobil and highly used area of implant. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after participating in a successful trial phase with nalu. On (B)(6) 2024 the system was activated and the patient reported that therapy was not being felt in the desired location. Xray imaging found the implanted lead had migrated away from the initial placement. Reprogramming was performed several times to attempt to improve therapy but was not successful. On (B)(6) 2025 a surgical procedure was performed to reposition the migrated lead. No components were removed or replaced and no new components were introduced during the procedure.